Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 439 mg/dl at the time of incident. Customer stated they did hear the second series of beeps when they went through the rewind prime process. Customer stated they were unable to exit the preparing to prime loop. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.